Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg); cause was unknown. The bg value was not provided. Bg was resolved by performing an infusion set site change and reverting to an alternate pump for insulin therapy.